Event description:
Tip of scope came off during procedure and had to be retrieved from bladder. It was reported that this had occurred 2 other times this year, each time with a different pt. No details are available on these incidents.